Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2016-05619. Reference MFR. Report# 1627487-2016-06223. Additional information received clarified the patient received four leads. Two of the leads (model 3159) were from same lot number (4915128). Another two leads (model 3156) were from lot number 4865689 and 4878691. Additional leads (model 3156) are added as device 2 and 3.